Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 37 and 48 hours. They reported the pod leaked insulin and when removed from the infusion site (abdomen) the cannula was found to be dislodged. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.